Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The avenir müller stem with mounted metal head and a durasul alpha insert with an inserted screw for disassembly have been received for examination. The anchoring surface of the stem has bone remains on all surfaces. The stem neck is fractured separating the femoral head from the stem body. Both fracture surfaces show beach marks originating laterally and indicating a fatigue fracture. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. A single view of the left hip demonstrates incomplete evaluation of a left total hip arthroplasty. There does appear to be acute angulation at the junction of the femoral neck and femoral stem suggesting fracture. Findings suggesting fracture of a left total hip arthroplasty at the junction of the femoral neck and stem. No definite contributing factors are seen on this limited image. No signs of loosening, wear, or radiolucency. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: item name#dural alpha insert neutr kk/32; item number#0100013411; lot# 2951278. Item name#femoral head +10.5x32mm dia; item number#00801803205; lot# 64069170. Item name#unknown screw; item number#unknown screw; lot#unknown. The following sections were updated: b4, b5, d9, d10, g3, g6, h2, h3, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that after performing rotational movement in the left hip joint, the patient experienced a loss of strength and fell resulting in a fracture of neck area of the left hip prosthesis. Revision surgery with stem replacement and inlay replacement was performed approximately 3 years post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products; unknown liner; item#: unknown; lot#: unknown. Report source: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.